Event description:
Procedure: left lobe thoracotomy. According to the reporter: the surgeon fired the ta30 4.8 on the bronchus then cut the tissue. After cutting the tissue, they opened the ta, there were no staples. The surgeon and resident said they squeezed the handle twice before cutting, but can't remember if the handle was locked back. After inspecting the instrument, the reload does not appear to be fired. The instrument will be released to qa when the pt leaves the hospital. When I requested details from the surgeons, he instructed me to ask the resident that fired the instrument. When I asked the resident for details, he said the dr. Fired the instrument. The cut edge was completely open. They opened another ta 30 4.8 and fired behind the cut line. The surgeon was able to repair the damage. Operating room time was delayed more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B) (4)